Event description:
A surgeon reported five to ten pts that have experienced a rainbow spectrum effect when looking at a light source following lasik treatment. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Attempts have been made to obtain additional info, at this time additional info was not received. (B)(4).